Event description:
A journal article was reviewed that contained information regarding an implantable cardiac defibrillator. The patient had inappropriate shocks due to rapid ventricular response. The device was reprogrammed and there was adequate rate control therapy thereafter. It was further reported that four years later a remote transmission alert was sent for recommended replacement time. When the clinic tried to contact the patient and was unsuccessful the family was called. It was discovered that the patient died. No cause of death was mentioned in the article. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined and there is no way to know if this information has been reported on another medwatch report. Aizawa y, negishi m, fukuda y, takatsuki s. "Trans-telephonic ICD alert due to recommended replacement time notification: what is the problem?" International journal of cardiology. August 9 2012;159(1):e18-e19.